Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 04-feb-2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was unable to be duplicated. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record is unable to be performed as this device has been serviced before. A review of the previous service shows no abnormalities. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Device was evaluated. Inspection found the reported issue was not able to be duplicated however, further inspection found damaged transformer on the pkrf board. The output powers were checked and device was put into two (2) hour burn in test and the unit passed with no error codes or issues observed. Unrelated to the reported issue, multiple scratches were found on the housing unit. Review of fault log showed 400 ref 26, nine (9) times indicated that a turis electrode is attached and activated without a saline solution being present, or there is an electrode connection fault. Based on evaluation findings the reported issue was not confirmed. Investigation is ongoing therefore the root cause of the reported phenomenon cannot be determined at this time. This report will be supplemented accordingly following investigations.

Event description:
During preparation for use the device does not respond to handswitch activation, cannot detect the unit. There was no patient involvement, no user injury reported.